Event description:
It was reported that the biomedical engineer (be) indicated that the external pulse generator (epg) had a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message. The error was cleared by removing the battery and reinserting it. The be tried to force the error again and the error message could not be duplicated. The epg was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).